Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by manufacturer: unit returned in a generic plastic bag. The unit returned has sheath damaged, as part of overall visual revision. The returned device matches with upn provided by the customer. Visual inspection of the device has the distal tip stretched, and the coil missing/flaking ptfe in the middle of the device. Overall length couldn't be measured due to the device condition (coil stretched). The outer diameter (od) of the distal tip couldn't be measured due to the device condition (coil stretched). Od of middle of the device and the proximal section are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guidewire coating issue occurred. The target lesion was located in the left superficial femoral artery. During a cross-over procedure, an amplatz super stiff guide wire crossed the bifurcation and the lesion. A non-bsc balloon catheter was used to pre-dilate the lesion to 3mm. The physician decided to use a bigger balloon; however it was noted that the amplatz super stiff guide wire was not stable. It was moving a bit and that the coating at the proximal part had loosened. The device was completely removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.